Event description:
It was reported that during a respiratory surgery, there was something unusual about the speed of the knife moving at the 1st firing when firing. (The knife was moved intermittently with no pulse fire.) There was no problem about stapling and three firing were scheduled to be used. Same device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 10/14/2024 d4 batch #769c48 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage, with the jaws and trigger in the close position. In addition, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected. Additionally, a gst45b reload loaded into the device was received. The reload was received partially fired 1/10. Upon evaluation of the reload, the reload pan was removed and it was noted that the one-piece sled was damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. A manufacturing record evaluation was performed for the finished device batch number 769c48, and no non-conformances were identified. Additional information received: used in esophageal cases. The knife did not move. There was not affect the patient. A new device was used. Did the device lock-out (no staples deployed and no cut line started). The device locked out. The datail was unknown.or, did the device start to deploy staples and cut but could not be completed (partially fire) the device locked out. The datail was unknown.or, did the device fully fire and stop during the automatic knife return no.was there any difficulty opening the device no.if yes, how was the device removed from the patient. N/a.if yes, did the jaws eventually open?